Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4).

Event description:
An article was received that cited a case study of "outcomes and complications of implantable collamer lens for mild to advance keratoconus". The study was to evaluate the outcome and safety of the implantable collamer lens (icl) implanted in 32 eyes of patients with myopic and myopic astigmatism with mild to advance keratoconus. Of the 32 eyes, the lenses in 3 eyes had rotated and had to be repositioned. One patient had non-visually significant anterior subcapsular cataract. Six patients were unsatisfied with the quallty of their vision and one of those patients had the lens explanted due to residual refractive error and unsatisfactory vision. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.